Manufacturer narrative:
The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The sodium electrode and expiration date was not provided. A field service engineer (fse) checked the analyzer and reported that there were crystals on top of the reaction cups. The fse checked the rinse tube and did not see any water leakage. He cleaned the suction and discharge lines of the rinse mechanism flow channel, adjusted the amount of cell water wash, and confirmed the gear pump pressure. A validation check was performed that passed. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 6000 c501 module. Sample 1's initial sodium result was 80 mmol/l, and the repeat result was 143 mmol/l. Sample 2's initial sodium result was 80 mmol/l or less, and the repeat result was 141 mmol/l. The questionable results were not reported outside of the lab. The customer stated that they suspect that the sample probe is plugged.